Manufacturer narrative:
During a neuroform assisted aneurysm coiling the 5 mm x 17 cm presidio 10 cerecyte microcoil (c410051730/g15740) stretched and deployed during repositioning in the aneurysm. It resulted in some of the coil between the neuroform stent and the vessel wall. Additional deltapaq coils were then successfully deployed into the aneurysm to complete treatment. It was reported that the patient is doing good and no additional intervention was used during this case. There was no flow restriction/reduction as a result. Approximately one year prior to this procedure the dorsal carotid wall aneurysm was coiled with ev3 coils. At the initial treatment the aneurysm measured about 11mm and was coiled successfully. The aneurysm recurred to about 8mm. The retreatment was performed with the use of a neuroform stent and codman coils. First the neuroform was successfully deployed. The coils were delivered via an excelsior sl-10 straight microcatheter with an adequate continuous flush maintained. The first coil, a presidio 7mm was deployed successfully. The second coil, the 5 mm x 17 cm presidio 10 cerecyte was deployed about ¾ of the way into the aneurysm and then when it was pulled back in order to reposition, the coil stretched and deployed with some of the coil between the neuroform stent and the vessel wall. The microcatheter was not repositioned over the coil. The delivery system was not returned for analysis. It is possible that the relative angle of the coil to the microcatheter during retraction may have contributed to the event. The instructions for use cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, the microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Although a definitive conclusion cannot be made regarding the event, it is possible that procedural factors including device interaction, may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
Patient was originally coiled with ev3 coils approximately one year previous to this treatment. Aneurysm measured about 11mm at initial treatment and was coiled successfully. Aneurysm recurred to about 8mm, and retreatment was attempted with the use of a neuroform stent and codman coils. The neuroform stent was first successfully deployed. First coil in was a presidio 7mm and was deployed successfully. The second coil used was a presidio 5mm. The 5mm presidio was deployed about ¾ of the way into the aneurysm and then when the physician pulled back on the coil in order to reposition, the 5mm presidio stretched and deployed with some of the coil between the neuroform stent and the vessel wall. Deltapaq coils were then successfully deployed into the aneurysm to complete treatment. The patient is doing well and no additional intervention was used during this case.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot g15740 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
Concomitant device used: unknown microcatheter; unknown neuroform stent.